Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 130 alarm during testing. Device primed properly. The motor was tested outside of the device and passed. Device is able to exit the "load reservoir" process noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they was unable to exit the load reservoir process. The customer¿s blood glucose level was 225 mg/dl. Customer stated that rewind process goes over and over again. Customer was checked alarmed history and they saw not re-occurring alarms, not even insulin pump error alarm. The insulin pump will be returned for analysis.